Event description:
The customer contact reported that during testing at the user facility, the device door roller pin was broken off. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller was missing and the door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.